Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no similar incidents from this lot. A conclusive cause for the difficulty to remove from the dispenser coil, difficulty removing the stylet and difficult removing the protective sheath cannot be determined. However the reported stent dislodgement likely resulted due to the resistance removing the protective sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on removal of a 3.50 x 23 mm xience sierra stent delivery system (sds) from the dispenser hoop resistance was met. Additionally resistance was met on removal of the stylet / protective sheath with force and the stent dislodged from the balloon. There was no patient involvement. A new 3.50 x 23 mm xience sierra sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.